Event description:
This report is being filed upon notification from our x-ray MFR in another country to submit this event. Problem: the pt was having an x-ray procedure. The system begins to fluoro but within the first few seconds it stops with an error code (00x6). The restart of system removed the error code message. This is an intermittent error. There was no injury to the pt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.